Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va03dt5, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
All the representative was told when he got to the operating room on the day of this call was that the lead had stopped working and it was going to be replaced and generator would be replaced as well due to decreased life remaining. All program miming done in office. It was noted that surgical intervention was performed and the reported issue was not resolved at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.